Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that during preparation for a percutaneous coronary intervention procedure the device became contaminated. The procedure was completed with another of the same device. No patient complications were reported. Patient status was listed as good.